Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that standing stimulation would change on him, possibly changing to mobile position unintended. Upright was to be 1.05v and mobile was currently showing 1.05v but the patient wanted it to be lower. They changed it to 0.95v. There was also a report of the patient lying down and stimulation not adjusting appropriately. Lying was at 0.85v and stimulation was too high initially but then it would be back down to the appropriate level. They changed the transition from 20 sec to 5 sec to address the issue. The rep later reported that the senor upright and upright and mobile was changed and the patient was fine. The patient's relevant medical history includes non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the it was not working well for him and did not work as well as the trial device. Stimulation made the patient's legs feel like jelly and he felt pain/electric shocks shooting across his stomach. The patient had met with manufacturer representatives over and over, who get it right, stimulation was a steady stream, nice and comfortable, and it works for a couple of weeks then it's coming on too hard and shooting through his belly again. It was noted that the device does what it wants. The patient has to turn it off because stimulation feels so much that he cannot walk with it. They thought it was fixed in (B)(6) 2015 but it reverted again to being strong. The patient is frustrated and cannot continue to meet with representatives as he has used up his sick/annual leave. The patient was back to taking pain mediation and turning it off. The patient recharges the device every sunday. The patient broke his upper back and neck in the military and suffered from chronic pain from that, as well as had 4 - 6 surgeries and a lower back fusion. The patient was inquiring about a pain pump for himself and had discussed the same with his heath care professional (hcp). He was considering starting acupuncture. Follow-up was being conducted to determine if patient's hcp was aware of reported issues and any steps taken to resolve the same. If received, a supplemental report will be submitted.